Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to confirm motor error alarm due to history file being overwritten. The pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 27.6 mmol/l. The customer stated that the motor error occurred during prime and 5 times during bolus delivery. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the pump alarmed motor position encoder error 6 times. The customer will return the broken pump for analysis.